Manufacturer narrative:
Continuation of d10: product ID a810 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that she was assisting with a routine pump replacement, and the physician did not aspirate the catheter. The company representative (rep) stated that she did not do a back table prime post refill of the new pump because she assumed the catheter would be aspirated. The rep discussed with the physician that the patient will get the drug in the catheter and then there will be a delay in drug delivery as the water in the pump tubing was delivered. Discussed calculations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative stated that the software version during the event was 2.0.1460. After troubleshooting with the technical service, the issue was resolved.